Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via telephone call that the customer was no longer wearing the insulin pump and had been hospitalized three times in the past few months since she had started the insulin pump. There was an emergency room visit in (B)(6) or (B)(6) and the customer had a blood glucose reading of 600 mg/dl. The customer was treated with an insulin drip. The customer was also hospitalized (B)(6) 2015 with a blood glucose of 800 mg/dl. The customer was shaking and had fallen out of bed and cut her face. The customer went into diabetic ketoacidosis and was treated in the intensive care unit. The customer's grandmother also reported that the customer went to the hospital with a high blood glucose of 600 mg/dl on (B)(6) 2015. The customer was treated with an insulin drip and the insulin pump was removed at the hospital.